Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Patient presented with abdominal pain, imaging was used to identify. How many days postoperative was the bleeding identified? 1. What was the total estimated blood loss (ml)? Unavailable. Was a transfusion required? Yes. How was the bleeding addressed? Patient was brought back to surgery and staple lines were oversewn. What was the pre and postoperative anti-coagulant and pain management protocol? Unavailable. Was the bleeding intraluminal or extraluminal? Extraluminal. What gun was used along with the reload reported? Ec45a. Please provide more details of where the site of the bleeding occurred. Mesentery of colon. What structure was the white cartridge applied on (mesentery or bowel)? Mesentery.

Manufacturer narrative:
(B)(4). Date sent; 1/5/2024. D4: batch # 292c34. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reloads. Visual analysis of the returned sample determined that five gst45w reloads (a, b, c, d, and e) were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reloads performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 292c34, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # unk. Device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 2 days post op, bleeding was extraluminal, patient was transfused. Unsure about how much blood was given. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a laparoscopic colon resection procedure that the patient was returned to the or with a post op bleed. Once in the or it was found that the vascular staple line was oozing. There were no issues noticed during the procedure.